Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/17/2015 and found leaking tubing at the hemoglobin (hgb) cuvette drain port. He replaced tubing through pinch valve vl4 to the hgb cuvette drain. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer indicated that there was a contained fluid leak of approximately 20ml from a coulter lh 750 hematology analyzer. No error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.